Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the right atrial (ra) lead exhibited placement difficulty and dislodged five to seven times. The lead was explanted and replaced with a second lead, which also exhibited placement difficult and dislodged three to four times. The lead was replaced and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the second lead was repositioned not replaced and it remains in use.